Event description:
A 6f angio-seal sts plus was selected for use following a retrograde puncture of the right common femoral artery (cfa) for a percutaneous peripheral intervention (ppi). The patient was being treated for a chronic total occlusion (cto) of the left superficial femoral artery. The pre-deployment angiogram was performed revealing 50% stenosis in the artery. The angiogram also showed the puncture site below the inguinal ligament, within the recommended deployment region. Following deployment, bleeding continued as the puncture site and manual compression was applied for 30 minutes to achieve hemostasis and the patient was discharged the next day. A few weeks after deployment, the patient presented with pain in the lower extremity. Computed tomography showed an occlusion from the right external iliac artery down to the distal. One month after angio-seal deployment, the angiogram revealed a vessel occlusion in the right cfa. The patient was transferred to another hospital for bypass surgery which took place on (B)(6) 2013. The patient remains hospitalized as of (B)(6) 2013.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients with uncontrolled hypertension. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) states the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease.